Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were damaged on the proximal section with struts lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08may2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient status was fine. However, returned device analysis revealed stent damage.